Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that carfilzomib was set up as a secondary infusion via a chemo lock with a primary d5w line. During an independent double check, an rn observed the primary drip chamber volume increasing, prompting immediate pausing of the pump. Despite the pause, the secondary line continued to drip, leading to clamping of the secondary line. The entire tubing setup was replaced before any medication was infused, and the new setup functioned properly on the same pump without further issues. There was patient involvement but no harm.